Event description:
Report revealed an absence of egm during real time testing and also in recorded episodes (these egms correspond to stored data when an arrhythmia episode is sensed by the device. This unexpected behavior was confirmed during a new follow up; therefore the device will be explanted.

Event description:
Follow up date of the device involved in this MDR report revealed an absence of egm during real limo testing and also in recorded episodes (these egms correspond to stored date when an arthythmia episode is sensed by the device). This unexpected behavior was confirmed during a new followup: therefore,the device will be explanted.